Event description:
It was reported that atrial fibrillation and pauses observed on transmission noted to be due to atrial undersensing were observed on the implantable cardiac monitor. Sensitivity parameters were already programmed at their maximum so a decision was made to turn off all alert triggers except for those activated by the patient and to have a set schedule for transmission. This would result in less daily transmissions. If this option didn't work out, repositioning the device would be considered as the next option. There were no patient consequences.